Manufacturer narrative:
Conclusion: the investigation results confirmed that the device has failed due to an external impact to the active electrode. All the problems given in the patient report and the reported accident appear to match well with this finding.

Event description:
Parents reported a blow to the head with sudden loss of hearing. External device is functional.

Manufacturer narrative:
The device has not been explanted. If it should be explanted. It is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Parents reported a hit to the patient's head and sudden loss of hearing. External devices are functional.